Event description:
Please reference: 2026095-2015-00138/15-00361. Fill volume: 550ml. Flow rate: 4ml/hr. Procedure: elective c-section. Cathplace: right side of abdomen. Infusion started:(B)(6) 2015. Infusion ended: (B)(6) 2015. Device #1 of 2: it was reported that a patient experienced a catheter site infection while using a pump and dual catheters. The patient had surgery on (B)(6) 2015. The patient was at home when the symptoms were first observed. The catheter was removed on (B)(6) 2015. On (B)(6) 2015, the catheter site infection was diagnosed visually when it was noted that a 10cm diameter area of redness was noted at the catheter site. No drainage was observed. The patient was prescribed antibiotic therapy with oral keflex, clindamycin and one injection of rocepin. On (B)(6) 2015, the patient was assessed at the surgeon's office and it was noted that the area of redness at the catheter site was resolving. It was reported that the device was discarded. Additional information was received on 04/04/2015. The pump was connected to the patient in the recovery room. The pump was empty when it was removed. Additional information was requested, however is not available at this time.

Manufacturer narrative:
(B)(4). Method: the device was reported as discarded and not available for return and analysis. The reporter was unable to provide a lot number; thus, a review of the device history record (DHR) could not be conducted. Results: as the device and lot number were unavailable for evaluation, no device testing methods were performed. For this reason results cannot be obtained. Limited information was provided by the reporter. The instructions for use (IFU) specifies, "use aseptic technique" "filling the on-q* pump: (figure 3) note: follow hospital protocols and applicable regulations for filling pump." IFU also specifies, "warning it is the responsibility of the healthcare provider to modify patient guidelines provided with the pump as appropriate for your patients¿ clinical status and medication prescribed." Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. Limited information was provided by the reporter. Multiple attempts were made to obtain additional information without success. However, it was reported that the pump was connected to the patient in the recovery room and that the patient had wound infections every time the patient underwent surgeries on her abdomen. Per the IFU, "warning it is the responsibility of the healthcare provider to modify patient guidelines provided with the pump as appropriate for your patients¿ clinical status and medication prescribed." Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.